Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ultralow anterior resection, the metal on the tip of the first device started to lift off and had become dangerous after a few hours of use (not continuously). Just had the second one did the same thing. The surgeon was not beingrough, banging on to other instruments, was using it in a usual way for blunt dissection and general use. Another ligasure device was used successfully with the same generator. There was no patient injury. Eight photographs were received and showed that the tip of the device¿s jaw was damaged, insulation tip was chipped off, and knife blade was exposed. The third ligasure device received had no issue and was just used for comparison with the devices.

Manufacturer narrative:
Concomitant product: lxmj37s, maryland xp inline sealer/divider 37cm (lot#31460044x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown); lxmj37s, maryland xp inline sealer/divider 37cm (lot#31460044x). H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a component that disengaged, the insulation was damage and the knife blade was exposed. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during, ultralow anterior resection, the metal on the tip of the first device started to lift off and had become dangerous after a few hours of use (not continuously). Just had the second one did the same thing. The surgeon was not being rough, banging on to other instruments, was using it in a usual way for blunt dissection and general use. Another ligasure device was used successfully with the same generator. Eight photographs were received and showed that the tip of the device¿s jaw was damage, insulation tip was chipped off and knife blade was exposed. A third ligasure was received without complaint information.